Manufacturer narrative:
There was a tight seal between the stent delivery system and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user aspirated prior to contrast injections. There was a very large amount of atherosclerotic debris in the filter. Magnetic resonance imaging (MRI) revealed multiple right cerebral and left parietal acute infarct areas. Treatment included rehabilitation. Residuals were described as left arm neglect, decreased sensation, left leg weakness, and right gaze. The patient is stable and currently still in-patient rehabilitative facility. Concomitant devices include a 7mm angioguard rx. Concomitant medications include: pre and post-procedure, aspirin and clopidogrel. Intra-procedure medications include bivalrudin. As reported by the (B)(4) registry, the patient experienced an ischemic stroke during the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as 60% stenosed, 20mm in length, non-thrombosed, with moderate calcification. The reference vessel was 5.0mm in diameter with moderate calcification. The lesion was pre-dilated with an unknown balloon and a 7mm angioguard rx was successfully deployed followed by a 10x40mm precise pro rx stent. During removal of the angioguard rx, the patient experienced left-sided hemiparesis, left-sided hemineglect, and dysarthria. The angioguard rx was retrieved with debris noted in the basket. There were no air bubbles present during the index procedure. According to the investigator, the event was not related to the cordis products. Pre-procedure (B)(6) was 1 with partial sensory loss noted. Magnetic resonance imaging (MRI) revealed multiple right cerebral and left parietal acute infarct areas. Treatment included rehabilitation. The patient recovered with minor residuals described as left arm neglect, decreased sensation, left leg weakness, and right gaze. The patient is stable and currently still in-patient rehabilitative facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14035801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00075 and 9616099-2010-00540.

Event description:
As reported by the (B)(4) registry, the patient experienced ischemic stroke during the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as 60% stenosed, 20mm in length, non-thrombosed, with moderate calcification. The reference vessel was 5.0mm in diameter with moderate calcification. The lesion was pre-dilated with an unknown balloon and a 7mm angioguard rx was successfully deployed. A 10x40mm precise pro rx stent was successfully implanted. During removal of the angioguard rx, the patient experienced left-sided hemiparesis, left-sided hemineglect, and dysarthia. The angioguard rx was retrieved with debris noted in the basket. There were no air bubbles present during the index procedure. The patient recovered with minor residuals. According to the investigator, the event was not related to cordis product. According to the investigator, the event was related to the index procedure. The patient did not have any allergies to known allergies to nitinol, nickel or titanium. Pre-procedure (B)(6) was 1 with partial sensory loss noted. An unknown 6fr sheath introducer was used.